Event description:
The customer from mexico reported that the difference between the blood glucose readings obtained with the contour plus meter and laboratory testing was showing a difference of 50 percent. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since no specific product details were provided, no information was captured model #, lot #, and expiration date, and the device manufacture date could not be determined.